Event description:
A physician reports an 89 yr old female developed increased intraocular pressure following cataract surgery using healon 5 viscolastic. Her pre-operation intraocular pressure is unk. On 12/21/98, she had left eye cataract surgery using healon 5. On 12/22/98, her intraocular pressure increased to 68 mmhg. An anterior chamber lavage was performed and her intraocular pressure fell to 7-8 mmhg. Then sometime later, it increased again to 43 mmgh, but returned to 13 mmhg after anterior chamber relief on 12/28/98. The outcome is unk. The reporting physician assessed the causality relationship of the event to healon 5 as probable and admits iatrogenic damage.